Manufacturer narrative:
The investigation was completed, and the system experts concluded that the reported system behavior indicates a defective brake. The brake holds the lamella in place when the power supply is interrupted. If the brake does not work as intended, the lamella may move in such a way that it will block the field of interest due to gravity. Therefore, the defective brake is determined to be the root cause. The local hospital technician tried fixing the issue by manually moving the blades, cleaning the sensors and performing restarts. The system seemed to work again, however; the issue reoccurred. The issue was ultimately resolved following the replacement of the collimator. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation. The incident described in the adverse event is not classified as a reportable event after a thorough investigation because neither serious injury, death, nor unexpected prolonged hospitalization of the patient or other person occurred or is to be expected, even if the incident recurs.

Manufacturer narrative:
Restart of the involved unit as well as function check of the collimation was performed by a local hospital technician before the next patient examination. Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
Siemens became aware of an incident that occurred while operating the artis q biplane system. During a patient examination the collimator blades moved unintentionally into the field of interest and blocked the view during the start of examination. The patient was under anesthesia when the incident occurred; the examination was rescheduled. We have no indications of any adverse effects on the health status of the involved patient.